Event description:
It was reported that patient enrolled in clinical study, underwent a total hip arthroplasty on an unknown date. A subsequent revision of the stem was performed (B)(6) 2004 due to stem loosening. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date - unknown.